Manufacturer narrative:
Based upon the review of lot records/work orders and prior reports no issues with the lot were noted. Actual device not returned hence no device evaluation performed. Endoleaks are a known risk of the procedure as identified in the product labeling. No conclusions can be drawn.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned for evaluation.

Event description:
It was reported that seven month post-implant a suprarenal aortic extension developed a type iii endoleak between the junction with a bifurcated device. An additional infrarenal aortic extension was used to bridge the two pieces and the endoleak was resolved. Reportedly, the patient had hostile anatomy and upon completion of the initial case there was 2 to 3 cm overlap between the main body and aortic extension. It was reported the patient tolerated the procedure well.